Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 months. Unfortunately, the reason for explant has not been provided. Per the health-care provider, the explant was not related to any device malfunction or quality deficiency. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Per the health-care provider, "the valve was disposed of during the operation as they had no reason to keep it". Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider, the patient had a very frail aorta and had a significant paravalvular leak due to a connective tissue disorder after the initial surgery. Due to the leak the surgeon had to reoperate and replaced the aorta and the valve. The outcome of the second implant was very promising. The health-care provider also added that the subject valve was not the reason or cause of the event. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, per the health-care provider, "the patient had a very frail aorta and had a significant paravalvular leak due to a connective tissue disorder after the initial surgery". No further actions are possible with the available information.